Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17005, 3006705815-2022-17007. It was reported there were low impedances and therefore the ipg could not enter MRI mode. As a result, the system was explanted.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was not confirmed. Analysis of lead b found it had been cut into three segments (terminal end, lead body, and stimulation end) during the explant procedure. Microscopic inspection of all three segments did not identify any broken wires; the stimulation end segment passed continuity test from contacts to corresponding bare wires. Terminal end segment had setscrew engagement marks located properly on the appropriate contact indicating the lead was properly secured.